Manufacturer narrative:
It was reported that two communication errors occurred. Event summary, device history record review and complaint history review did not identify contributing factors. Technical investigation of the log files indicated that there were in fact three communication errors. The first one occurred due to a design shared memory error. No more evidence are provided to conclude about the cause for this issue. The two others occurred due to an overload, that can be due to an over force applied on the tool or due to a collision. These could have been avoided if user had followed IFU. In both cases, the shutdown is the expected behavior of the device.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that multiple communication error and shutdown occurred during a surgery. There was no reported clinical impact on patient care. Time delay was 15 min.